Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump noted. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 42mg/dl. The customer treated with orange juice. The customer states the alarm occurred right after the pump was exposed to water. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.